Event description:
It was reported that this pacemaker presented a pacemaker mediated tachycardia (pmt) event. Technical services (ts) reviewed device data and determined that this was not a true pmt as the sinus rate continued on. Ts noted that this pacemaker exhibited oversensing on the right atrial channel which resulted in inappropriate atrial tachy response (atr). Ts recommended programming changes. No adverse patient effects were reported. This pacemaker remains in service.